Event description:
The following was reported to hamilton medical ag: the report from hospital say: the department reported an alarm when the ventilator was turned on, resulting in inaccurate numerical display and failure of the oxygen battery, which affects usage. No patient involvement.

Manufacturer narrative:
The device was sent to the maintenance center, the oxygen battery was replaced and calibrated. The machine functions as intended now. Hamilton medical ag case number is: (B)(4). Additional information provided in follow up report nr.1: b4, g3, g6, h2, h6, h10. Investigation: this event was a problem with the consumable oxygen sensor (also known as an o2 cell), which was used beyond its service life. The o2 cell is a kind of electrochemical o2 cell. Its service life is generally one year, depending on the oxygen concentration adopted by the clinical department. The higher the oxygen concentration in use, the faster the o2 cell is consumed, and the shorter the service life will be; vice versa. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and failure of the o2 cell are clearly described in the IFU. Clinical staff should regularly check the consumable accessories and timely replace them when they are expired to ensure their function. Otherwise, the machine will give alarms and could not be used properly. This event was due to the consumable oxygen sensor being worn out, and could be solved by replacing the oxygen sensor. In summary, this event is not a problem with the product itself, but caused by use of the consumable oxygen sensor beyond its service life by the clinical staff. In addition, (1) the "o2 cell was used up" alarm is not a defect but a safety mechanism. Oxygen concentration monitoring involves patient safety, and this alarm is a reminder to the user. (2) the o2 cell alarm does not affect the use of the machine. Correction: reason for not taking control actions: 1. This event was due to a problem with the consumable oxygen sensor (also known as o2 cell), which could be solved by replacement, and was not related to the quality of the product. 2. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine 3. The problem was found by the department staff during star-up, and the machine was not used for the patient, so no injury was caused to the patient. It belongs to "the event that is unlikely to cause death or injury", therefore, this event does not meet the definition of an adverse event and does not need to be reported as an adverse event. In summary, no control action is required since the risks are completely controllable.

Manufacturer narrative:
The device was sent to the maintenance center, the oxygen battery was replaced and calbrated. The machine functions as intended now. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag. The report from the hospital says: the department reported an alarm when the ventilator was turned on, resulting in inaccurate numerical display and failure of the oxygen battery, which affects usage. No patient involvement.